Manufacturer narrative:
The insulin pump passed the following test unexpected restart, displacement test, basic occlusion test, prime anomaly test, off now power test, and excessive no delivery test. The insulin pump failed to vibrate during the self test due to a broken red wire on the vibrate motor. All operating currents are within specification. The insulin pump was received with a cracked reservoir tubelip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump was not vibrating. Customer's blood glcusoe was 151 mg/dl. The customer noticed the insulin pump did not vibrate during normal use. The insulin pump was not in low battery status. Customer was advised to chagne the battery but anomaly persisted. A self-test on the insulin pump was perfomred and it did not vibrate. Customer was advised the insulin pump needed to be returned for analysis.